Event description:
(B)(4). Event occurred in (B)(6). It was reported that in the original package, the tube had disengaged from the cannula, before the catheter was used. Reportedly, the blood glucose level was lesser than 250 mg/dl. Upon investigation, it was found that the glue was missing from the tubing connector (glue was misplaced on the tubing connector). No further information available.